Event description:
Sorin group (B)(4) received that the s5 roller pump stopped and displayed an error message during priming. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped and displayed an error message during priming. There was no pt involvement. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.